Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after changing a teflon infusion site and consuming several sodas, with high glucose readings persisting for more than six hours despite a successful disconnected fill tubing and no visible site issues, and the ilet alerted for high glucose. Symptoms included hyperglycemia. Outcomes included no outside assistance and no medical intervention. Investigation included troubleshooting and user education with observation of glucose for additional time. Investigation of this case revealed no identifiable device malfunction or component issue and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.